Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. No facility reporter available; reporter is company representative device history review was not able to be completed due to no reported lot number investigation summary: complained issue for the nail could not be replicated and/or confirmed based on the received pictures, as a functional issue is not visible, it's just visible that endcap is not in fully end position. The nail was not returned and no lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(4) 2019, the patient had an open reduction internal fixation (orif) surgery with trochanteric femoral nail advanced (tfna) due to a femoral trochanteric fracture. However, after an unknown insertion handle was removed, the surgeon has tried to insert the reported end cap into the nail using an unknown screwdriver, but the tfna end cap could not be inserted completely into the tfna nail. Then, an ap/ml images were taken and confirmed that an alignment between the nail and end cap was correct. The surgeon then suspected that the locking mechanism might have not been advanced completely before insertion of the end cap. Thus, upon checking using an unknown cannulated flexible screwdriver for proximal femoral nail antirotation (pfna), it was confirmed that the locking mechanism had been completely advanced correctly. Finally, the surgeon has decided not to insert the end cap. The procedure was successfully completed within a thirty (30) minute surgical delay without inserting the end cap. There was no adverse consequence to the patient. Concomitant devices reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity unknown), unknown insertion handle (part # unknown, lot # unknown, quantity 1). This is report 2 of 2 for (B)(4).